Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels were unknown while wearing the pod for an unknown amount of time. The patient has reported that the battery housing on the pdm (personal diabetes manager) getting loose and eventually the pdm stopped turning on. There was also an app error on the device. Symptoms reported include dehydration and vomiting. The patient was treated with IV(intravenous) fluids and flushed out the ketones. The patient was released two days later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.